Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the IV and injection. Customer's blood glucose value was 427 mg/dl at the time of the incident. Customer's current blood glucose value was 370 mg/dl. The customer states they keep receiving no delivery alarms which prevented him from blousing. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 427 mg/dl. The customer complained about hyperglycemia. It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was hyperglycemia. The drive support cap appeared normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was explained about the 2 high blood glucose rule. Troubleshooting was performed for no delivery. Customer reports pump alarmed during manual prime. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.